Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent an explant procedure due to difficulty charging. The patient is doing great post-operatively. The explanted device will not be returned per facility policy.